Event description:
It was reported that there was no output after the pulse generator was placed in the pocket. Lead impedance was greater than 2500 ohms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.